Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 felt "sticky"; it would not slide through the cannula. The surgeon tried to spray it with water, then saline, but it still would not slide through. A replacement hemopro 2 unit was used with the same cannula to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the tool was very difficult to slide in the cannula. There was evidence of blood. The handle was disassembled in the trough inside the cannula handle was misaligned. Based upon this observation, the reported complaint "fitting issue" was confirmed. (B)(4).